Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 161 mg/dl. The customer stated that she observed cracks around the reservoir compartment and that the black rings of the reservoir compartment were sticking out. Troubleshoot for no delivery alarms was declined. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.